Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular(rv) lead exhibited noise leading to oversensing and the right atrial(ra) lead exhibited noise leading to oversensing and inappropriate automatic mode switch. Noise on the ra lead was reproducible with isometrics. No intervention was performed. The patient condition was stable. Related manufacturer reference number: 2017865-2022-05184.